Event description:
From (B)(6) 2022- (B)(6) 2023, we had 12 (twelve) needlestick incidents where medical professionals used the iremedy safety needle to provide immunizations and reported the device as faulty or defective. Examples of issues were "while engaging the safety mechanism post injection the entire needle came apart from the syringe", "the safety mechanism was too difficult to engage and made the needle fly apart", or "the safety mechanism did not fully cover the needle resulting in a needlestick". Lot numbers associated with these events are (B)(4).